Event description:
It was reported that a proximal filter recapture failure occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. During the procedure the proximal filter of the sentinel cps failed to be recaptured. The device was removed and the procedure was completed with a second sentinel cps. No patient complications were reported.

Manufacturer narrative:
B5 describe event or problem updated. H6 device codes updated.

Event description:
It was reported that a proximal filter recapture failure occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. During the procedure the proximal filter of the sentinel cps failed to be recaptured. The device was removed and the procedure was completed with a second sentinel cps. Patient status: no patient complications were reported. It was further reported the sentinel cps proximal filter was able to be fully recaptured and failed to deploy following successful recapture.